Manufacturer narrative:
This report is submitted on june 12, 2023.

Event description:
Per the clinic, the patient experienced an infection around implant site since (B)(6) 2023. The patient underwent a revision surgery (specific date not reported) to have the site cleaned. The infection has reported to have cleared. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 11, 2023. There is now a report that the infection was treated with oral and IV antibiotics.